Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The reported problem (non-functional ecgs) has been confirmed. Upon investigation it was found that a component out of tolerance in an ecd. The root cause of the out of tolerance component could not be positively identified. There was no adverse event that resulted from the damaged belt.